Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.

Event description:
The implant failed due to poor bone condition. The implant was removed after 5 months. Traditional 2 stage surgery. Moderate oral hygiene. Poor bone condition. Tobacco use.